Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of pain, obstruction, and dissection are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible there was manipulation of the device with the foot open after deployment; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2024, an arteriotomy closure of the right common femoral artery using 4 proglide devices was performed using the pre-close technique prior to an aortic stenting procedure. The procedure was completed and hemostasis was achieved with the proglide devices. Reportedly, some time later, the patient complained of groin pain and a cold foot. On (B)(6) 2024, an angiography found an occlusion in the right common femoral artery; therefore, a cutdown was performed. A separated foot was found, and it was noted that vessel dissection had occurred. The foot was removed and the dissection was treated with a balloon and stent. It is unknown what treatment, if any, was administered for the pain. Hemostasis was achieved via cutdown. A delay was reported, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.